Event description:
During a routine device replacement procedure, lead insulation damage was observed on the right ventricular (rv) lead. A suture sleeve was used to repair the rv lead during the procedure to resolve the event. The patient was stable.